Manufacturer narrative:
G4: 15nov2020. B4: 16nov2020. The bench repair replaced the touchscreen, preventive maintenance (pm) kit, and box. The touchscreen was calibrated. Following the repair, the device passed all testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:17dec2020. B4:30dec2020. A touchscreen assembly was returned for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed and the ul_lr and ur_ll resistance were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported touchscreen not working. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The customer indicated the touchscreen should respond to touch. It does not in the upper portion of the screen and failed touchscreen calibration. Customer is requesting for bench repair.